Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent bag of a prismaflex m100 was leaking. The leak was observed after two hours of treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, it was observed that there was an external fluid leakage from the drain bag sealing near the stopcock. The reported condition was verified. The customer reported that an external fluid leakage from the drain bag occurred 2 hours after treatment started. Instead of being used and filled once, the drain bag was used during several hours of treatment and was filled and emptied several times. The filling/emptying cycles leads to physical constraints on the bags, eventually causing pinholes to form and leakage to happen. However, the prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. All accessories provided within the set, including drain bag, are single use products. This means that once used, the drain bag must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. Based on the above, the cause identified for the reported events is an unintended use of the effluent bag. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.